Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigators were unable to power on the pump. There was moisture visible in the display lens; a display lens leak was observed during leak testing. There was evidence of moisture damage inside the pump. Investigation could be adequately completed due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on (B)(6) 2011 the keypad buttons became unresponsive after swimming in the pool. She stated that she went swimming the day before, and the keypad buttons were responding appropriately. She stated that she wears the pump in her pocket, and does not clean the pump.